Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25, replace battery alerts and replace battery now alarms were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit passed displacement test, sleep current measurement, active current measurement and self-test. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm and power error alarm. The customer's blood glucose value was unknown. Customer reported that they received replace battery alarm frequently and 2 days later suddenly received power error alarm. Customer reported there was no dirt or damage on the terminal of the battery cap. Self-test was completed normally. The device will be returned for analysis.